Event description:
It was reported that pump touchscreen became unresponsive, screen appeared frozen, and customer was unable to interact with pump. There was no adverse impact to the customer's blood glucose level. Customer attempted pump reset with guidance from technical support but issue persisted, so customer planned to use multiple daily injections as backup. A replacement pump was sent.

Manufacturer narrative:
Updated: e1 initial reporter city, e1 initial reporter country code